Event description:
It was reported following a percutaneous procedure, a 6f angio-seal vip was deployed in the right femoral arteriotomy. Hemostasis was achieved. The pt was transferred to the holding room where they experienced a painful leg. The physician examined the leg and noticed it was cold and pale in color. The pt was taken back in the lab and a right femoral angiogram revealed a blockage at the site of angio-seal deployment. A peripheral balloon was placed over the blocked area and a balloon angioplasty was performed. Blood flow was restored and the pt was reported to be doing fine.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.